Manufacturer narrative:
Full e1 - address 1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the high flow insufflation unit had blackout on panel after upgrade. The issue was found during a reprocessing procedure that was completed. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, d9, d10, g6, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: motherboard (cr board) failure, error code e03 excessive pressure when inflated-pressure sensor abnormality, and some of the light-emitting diode (leds) on the front panel do not light up a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the panel blackout was reproduced and the failure of the motherboard (cr board), which may have contributed to its occurrence, was confirmed. In addition, e03 (tube pressure sensor error) was confirmed in the log. Therefore, it is assumed that an abnormality of the tube pressure sensor on the cr board was detected, and the safety function of the device was activated, causing the blackout to stop should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.